Manufacturer narrative:
Device evaluation: one pin, passing, drill tip 2.4x381mm, strl device was returned for evaluation of the reported complaint mode, ¿extensive metal shedding from the passing pin was evident in the joint space.¿ the passing pin was bent upon receipt and exhibited circumferential scoring along the body. It can be inferred that it was bent during use and was rubbing against the inner diameter of the drill guide, causing the metal to flake and shed. Based on these observations, no root cause related to the manufacturing process can be established. No further investigation is warranted at this time. A review of the device history records was performed which confirmed no inconsistencies. (B)(4).

Event description:
During an acl (anterior cruciate ligament) procedure utilizing the pin, passing, drill tip 2.4x381mm, strl, it was reported that the pin was used in conjunction with the acufex director drill guide and bullet to drill bone. Extensive metal shedding from the passing pin was evident in the joint space. The shedding was removed via suction. Some elements remain entrapped in soft tissues. There were no reported patient injuries or complications.

Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).